Manufacturer narrative:
Sent to the FDA: 05/20/2019. Evaluation: product received for analysis. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The cause of the shard penetration can not be established.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and topical skin adhesive was used. The surgeon injured their finger when cracking the glass ampule. The surgeon did not receive any treatment. Further details are not provided there were no adverse consequences to the patient.